Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of the motor control board by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) unit has electrical test fails code # 50. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, g3, g6, h2, h3, h4, h6 investigation type, investigation findings, component codes, investigation conclusions, h11 a getinge field service engineer fse duplicated issue. Replaced motor controller board which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.